Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an svc (superior vena cava) lead impedance alert triggered for the right ventricular (rv) lead due to high and undefined impedances. A possible fracture is suspected. The svc portion of the rv lead was programmed off and the rest of the lead remains in use. No patient complications have been reported as a result of this event.